Event description:
See initial report.

Manufacturer narrative:
Sorin group italia manufactures the inspire 7 hollow fiber oxygenator with integrated arterial filter and hardshell. The incident occurred in gent, belgium. The involved device has been returned to the manufacturer. Visual inspection results in no structural defect neither any residual blood traces found. To investigate the presence of possible biological traces, related to the claimed failure, the device was sectioned. Traces of biological deposits were identified within the oxygenator and heat exchanger fiber bundle. No non-conformity was identified. As per the evidences collected, the root cause of the event could not be traced to any device-related malfunction since the increase of hydraulic resistance experienced by customer is related to undesired cellular activation associated with platelet adhesion and fibrin layer deposition inside the oxygenator. Based on medical literature, the origin of the activation and interaction appears to be not device related and to be multi-factorial. For this reason, no specific corrective action has been identified at the present date. Livanova will keep monitoring the market.

Manufacturer narrative:
Patient information were not provided. The age of the device was calculated as the time elapsed between device sterilization and the date of the event. Per exemption number e2016005. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group (B)(4) has received a report that during a procedure, transmembrane pressure rose. On (B)(6) 2019, sorin group (B)(4) has been informed that the medical team elected to administer nitroprusside to the patient. The procedure was completed with no issue there was no report of any patient injury.